Manufacturer narrative:
(B)(4) loop embedded in patient tissue. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the loop became embedded in the polyp and was unable to be removed after 45 minutes. The physician cut the wire, leaving the snare inside the patient. The patient was admitted to the hospital where the snare sloughed off on its own overnight. The poly removal procedure was completed on a later date. There were no patient complications reported as a result of this event and the patient was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the loop became embedded in the polyp and was unable to be removed after 45 minutes. The physician cut the wire, leaving the snare inside the patient. The patient was admitted to the hospital where the snare sloughed off on its own overnight. The poly removal procedure was completed on a later date. There were no patient complications reported as a result of this event and the patient was reported to be fine. Additional information received from account on 26jul2016: an erbe generator was used during this procedure to apply cautery in the initial attempt to cut the polyp.